Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air bubbles coming from the cartridge and into the tubing. Tandem's technical support confirmed with the customer that the customer did not remove the air from the syringe when the air was removed from the cartridge during the load process. Reportedly, the customer loaded a new cartridge to address the event. There was no reported impact to blood glucose.